Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting the system. The customer stated they changed the filter and the system then worked. The tss determined the customer had the air filter in the infusion line in the wrong direction, which blocked the air flow. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4)

Event description:
Adverse event(s): "the patient impact is unknown" (no known impact or consequence to patient). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed during surgery. The customer rebooted the system and the system message did not appear again. They still were unable to get air on. The customer called the company technical support specialist (tss) to assist with troubleshooting the system. The customer stated they changed the filter and the system then worked. Multiple attempts were made for the patient status with no response to date. The patient impact is unknown.